Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window and cracked case at display window corners.

Event description:
The customer reported that the insulin pump had a blank display. The caller stated that she had part of lung and kidney removed this year and the paramedics were called. The customer stated that removing the battery for two hours does not work, and she was not happy with the device. The customer's blood glucose was 51mg/dl by the time the paramedics arrived. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.